Event description:
Ous MDR - after an implantation time of about 10 months, a shock impedance issue was reported. The lead was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The returned lead was only available in fragments. The lead had been cut through 13 cm distal of the is-1 connector pin. All parts of the lead were returned for analysis. The visual inspection found multiple signs of abrasion, especially in the region of the df-1 connector. About 4 cm distal of the df-1 connector pins, there was also a conductor fracture of the rope conductor to the shock coil. During the electrical analysis, the direct-current resistances of the fragments were measured, which confirmed an interruption of the conduction. This damage manifestation is with high probability the cause for the shock impedance >200 ohm complained about. The position and kind of the damage are characteristic for massive mechanical stress on the lead due to strong interaction with the generator housing. Furthermore, a deformation of the shock coil was detected, which is probably a result of the explantation process. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturer error.